Event description:
It was reported that the patient underwent a surgical intervention to explant an inflatable penile prosthesis (ipp) due to the pump not functioning properly. Upon explant, the ipp had no fluid in the system. A new ipp was implanted. No patient complications were reported.